Event description:
The dealer stated the front right wheel will not "polt" into the caster. The dealer stated the patient did not fall, he stumbled but he had someone near him that kept him from falling.